Event description:
It was reported that the alarm has no power. There was no patient injury reported. Posey evaluated the product and found that it does power on however, the alarm tones are broken and battery door is damaged.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm powers on, but the tones are broken. The battery door is cracked and all buttons are stuck. (B) (4).